Event description:
Patient's mother reported all of the insulin from the cartridge of the pump was given at one moment that caused hypoglycemic coma; treatment received was not provided. The display of the pump showed that the pump was locked. No additional information was provided. Product will not be returned due to custom and legal issues in russia.

Manufacturer narrative:
The event occurred. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.